Event description:
It was reported that thrombosis occurred. The patient had been on a regimen of eliquis and xarelto for hematuria, which were both discontinued prior to the index procedure. A left atrial appendage closure procedure was performed under transesophageal echocardiogram (tee) guidance and a 31mm watchman flx pro closure device was implanted after meeting release criteria. The patient was placed on aspirin and plavix post procedure for anticoagulation. At the 45 day routine follow up, tee revealed a device related thrombus (drt) on the face of the closure device. Procedural imaging and 45-day follow up imaging was reviewed, and the closure device met release criteria and continues to be well seated. The patient was switched back to eliquis until the drt resolves.